Manufacturer narrative:
Aware date 2015-01-08 was changed to 2016-01-08.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through the manufacturer representative that the patient was "struggling to couple during recharge" sessions. It was further reported that even when the patient had coupling bars the pars would "drop to 0 and no recharging would take place" without the patient moving. When the patient had optimum coupling bars the implantable neurostimulator (ins) reportedly "never recharged more than 50% regardless of the hours" spent recharging. The patient ins was turned off at the time of report in an attempt to prevent overdischarge. The patient had no surgical interventions scheduled at the time of report and the ins remained implanted at that time. It was noted the patient was "alive with injury" at the time of report, though the nature of the injury was not reported. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted the initially reported alive with injury was reported incorrectly; there was no injury for the patient. It was reported that it seemed the coupling problems occurred due to the ins being implanted in the fatty tissue and changing position when charging. It was noted the coupling issue remained unresolved at the time of follow-up and that the ins needed to be moved to a more secure implant site. There was no indication that a relocation or revision procedure was planned, however. Additional information has been requested.

Event description:
The rep confirmed that the device was repositioned on (B)(6) 2015. The outcome was good. The patient was now recharging properly.